Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence, and the device was not working properly. Upon revision, the physician explanted all the components. After testing, it was found that the balloon had a leak; therefore, all the components were replaced. No additional patient complications were reported.